Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. In situ testing shows affected channels. Re-implantation is considered.

Event description:
The user's hearing performance with the device was affected. The user reported intermittency and a significant change in quality, both gradually decreasing over time. The user has been reimplanted with a new device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.